Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5109862 that a female who underwent an unspecified breast surgery with a 195cc in the left, and 175cc in the right side, mentor smooth round moderate profile, saline breast implant experienced left sided fat necrosis, and deflation, and right sided anisomastia post procedure. The patient had her oncology physician to remove 4cm of the tissue. Patient stated that the left side was flattened. The mammogram examination was normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on july 5, 2022 indicated that patient age at the time of event was 65 years old, her ethnicity is caucasian. Date of implantation was on march 13, 2021, right side device information: cat#:3501620, 9506376-017, left-side: cat#:3501620, sn#: (B)(6). Patient scheduled for removal on (B)(6) 2022. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Device evaluation completed on september 05 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 175cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).